Event description:
Patient reports no disposable alarm on both pumps while using 100 ml cassette with flow stop x 2 today. One cassette had 26 ml remaining, and second cassette that caused alarm had 91.5 ml remaining. No further details provided